Event description:
Pt woke up with symptoms of a headache and feeling dizzy. Pt tried to test; however, the meter would give clean test area message. Pt would clean the meter and it would still prompt the same message. Pt had replaced the batteries less than a year ago. Pt took set amount of insulin 46u of 70/30 and then had relative take pt to ER. Pt was in the ER at 10:00am and was not discharged till 4:00pm that afternoon. In the ER, blood glucose taken with a reading of 291mg/dl. Pt was treated with insulin and was also treated for high blood pressure. Pt claims the day before meter worked and pt was able to obtain a reading. Customer service was unable to resolve the issue and sent pt a new meter.